Manufacturer narrative:
The insulin pump was received unit with cracked/bleeding lcd glass. It was unable to perform a displacement test due to physical damage. Device also had cracked reservoir tube lip, cracked case, cracked end cap and loose end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the customer fell of the bicycle and the insulin pump got cracked across the screen and on the motor side. She also stated the casing looks bent. Blood glucose value at the time of the incident is unknown; most recent reading was 86 mg/dl. The insulin pump was replaced and returned for analysis.